Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (B)(4) on 03-apr-2017. The most recent information was received on 10-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods") and ankylosing spondylitis ("onset of ankylosing spondylarthritis") in a (B)(6) female patient who had essure (batch no. A85498) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant), ankylosing spondylitis (seriousness criterion disability) with myalgia, gait disturbance, impaired driving ability and arthralgia, fatigue ("chronic fatigue") and migraine ("migraine"). At the time of the report, the menorrhagia, ankylosing spondylitis, fatigue and migraine outcome was unknown. The reporter provided no causality assessment for ankylosing spondylitis, fatigue, menorrhagia and migraine with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11_may_2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 395 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had haemorrhagic menstrual periods and onset of ankylosing spondylarthritis. Haemorrhagic menstrual periods is an anticipated event in the reference safety information for essure, the other event is unanticipated. Menses pattern changes are common and may have multiple causes. In the present case, consumer´s medical history and concurrent conditions were not provided. Given the nature of this event, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Considering the pathophysiology of ankylosing spondylarthritis, and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. Although no death or serious injury possibly related to essure was mentioned in this case, it was regarded as incident in line with health authority's assessment. Non-serious events were also reported. A product technical analysis was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Active follow-up cannot be pursued in this case.

Event description:
This case was initially received via regulatory authority (B)(4) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods") and ankylosing spondylitis ("onset of ankylosing spondylarthritis") in a (B)(6) female patient who had essure (batch no. A85498) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant), ankylosing spondylitis (seriousness criterion disability) with myalgia, gait disturbance, impaired driving ability and arthralgia, fatigue ("chronic fatigue") and migraine ("migraine"). At the time of the report, the menorrhagia, ankylosing spondylitis, fatigue and migraine outcome was unknown. The reporter provided no causality assessment for ankylosing spondylitis, fatigue, menorrhagia and migraine with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Company causality comment : this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had haemorrhagic menstrual periods and onset of ankylosing spondylarthritis. Haemorrhagic menstrual periods is an anticipated event in the reference safety information for essure, the other event is unanticipated. Menses pattern changes are common and may have multiple causes. In the present case, consumer´s medical history and concurrent conditions were not provided. Given the nature of this event, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Considering the pathophysiology of ankylosing spondylarthritis, and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. Although no death or serious injury possibly related to essure was mentioned in this case, it was regarded as incident in line with health authority's assessment. Non-serious events were also reported. A product technical analysis is expected.